Event description:
It was reported that there was overdetection/sensing, high impedance (hvb greater than 200 ohms), and inappropriate therapy was delivered. The lead was replaced. No patient complications have been reported as a result of this event.